Manufacturer narrative:
H6-clinical code 4581- conjunctival hyperemia h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced iritis/uveitis with conjunctival hyperemia and corneal edema. Anterior chamber irrigation with medical management. Lens explanted and new lens implantation resolve the issue. The cause is reported as unknown.